Event description:
The customer reported est intermittently failed due to check valve 3 which was slightly twisted and not exactly at the 12 o'clock position as it should be; the flap was not closing properly. The customer reported there was no patient involvement.